Event description:
During a surgery to address disease progression at the adjacent level, the surgeon chose to remove the pedicle screw construct implanted during a previous surgery one level down. The original construct performed as intended as indicated by fusion present at the level and was also removed without incident. There are no indications that the pedicle screw construct malfunctioned. This MDR is being submitted as a result of a retrospective complaint review conducted by biomet spine. This retrospective review was completed in response to an FDA form 483 issued to biomet spine during an FDA on-site inspection.